Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use for a diagnosis procedure when the issue occurred. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Analysis of the system log files did not contain any related malfunctions. Upon troubleshooting, rse found the cause of the issue to be a disk full. Rse recreated the system database to resolve the issue, and the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a disk full error, which would prevent imaging. There was no reported patient or user harm. Philips has started an investigation of this complaint.